Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event is listed as publish date 01oct2025 as the date of collection was not provided. Izumi, a., billia, f., brahmbhatt, d., dvirnik, n., mitsuishi, a., yau, t., & rao, v. (2025). P146 destination therapy left ventricular assist devices: a 20-year canadian single-centre experience. Canadian journal of cardiology, 41(10), s88¿s89. Https://doi.org/10.1016/j.cjca.2025.08.236. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, thrombosis, stroke, bleeding, and infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also lists thromboembolism and infection as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the study "destination therapy left ventricular assist devices: a 20-year canadian single-centre experience" that, over the 5-year follow-up period, there were 20 driveline infections, three device exchanges, and three heart transplants bridged with a heartmate 3 (hm3), as well as patient deaths. The study sought to characterize the 20-year experience at a high-volume canadian center. The study included all patients at the center who had received an initial destination therapy (dt) indication from 2006-2025. Of the patients, 36 had heartmate 3 and 12 had heartmate ii and 12 had a heartware vad. Major adverse cardiovascular events were defined as a composite of all-cause mortality, myocardial infarction, and right ventricular failure, requiring right ventricular assist device support. The secondary outcome was a composite of hemocompatibility related adverse events including thrombosis, stroke, and gastrointestinal bleeding. Freedom from major adverse cardiovascular events was at 81% at 30 days, 68% at one year, and 33% at 5 years post implant. Freedom from hemocompatibility related adverse events was 71% at 30 days, 40% at one year, and 31% at 5 years. Hm3 had the highest absolute survival rate (p<0.01)